Manufacturer narrative:
Batch review performed on 12 febr 2025. Lot 154785: (B)(4) items manufactured and released on 04-jan-2016. Expiration date: 2020-12-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The cause could be insufficient tightening torque at the time of primary operation, but this cannot be ascertained and other causes may have originated the issue. The device history record review does not indicate any potential manufacturing-related issue. Note: this is the same patient of MDR (B)(4).

Event description:
At 4 years and 7 months, additional surgery performed due to inlay locking screw unscrewing (right knee). The inlay locking screw has been removed arthroscopically.